Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The repair center conducted visual and functional inspections on the subject device. The "chipped camera head lens" indicated by the customer was reproduced as "chipped cover glass" in the inspection. Other findings were: scratches on the cover glass and flooding (cables, imaging sections). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported risk/harm is addressed in the instructions for use (IFU): ¦dangers, warnings, and cautions-caution ¿ do not strike the camera head. The camera head may be damaged. ¦3.3 inspection of the camera head-caution ¿ a soiled cover glass will impede observation. ¿ to avoid scratching the cover glass, never use an abrasive cloth or material to clean it. ¿ when wiping, wear chemical-resistant gloves that fit properly and are long enough so that your skin is not exposed. ¿ moisture adhering to the camera head surfaces will impede observation. Dry the instruments thoroughly before use ¦precautions for disappeared or frozen endoscopic image-warning ¿ follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination -never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. -do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information regarding legal manufacturer's final investigation results.

Event description:
The customer reported to olympus, the lens on the camera head was chipped. There were no reports of patient impact associated with this event.

Manufacturer narrative:
E2: ni. The investigation is ongoing. This report will be supplemented if additional information becomes available at a later date.